Manufacturer narrative:
The glucose hk gen.3 assay reagent lot number is 909314. The field service engineer inspected the module and found that a defective gear pump caused insufficient rinsing of the reagent probe. He replaced this part. The investigation determined that the defective gear pump caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable glucose hk gen.3 assay result from one patient sample tested on the cobas 8000 c702 module. The initial result was 1.38 mmol/l. This result was deemed critically low. The repeat result was 4.49 mmol/l. This result aligned with the patient's clinical picture.